Event description:
A medtronic representative received a report from the site stealth coordinator, that while in a cerebro-vascular procedure, the staff and surgeon monitors were displaying unexpected behavior. The site representative reported that both monitors were displaying the top part of the screen as blue and the bottom part as black and flickering. This anomaly was noted when they were starting to use the navigation system for a surgery and the patient was in the operating room (or) under anesthesia. Trouble-shooting did not resolve the issue. A second navigation system was brought in to continue the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Rmas issued. Replacement 4-port vga splitter and dvi-m to hd15-f short cable shipped to site (B)(4) 2014. RMA issued. Replacement adapter dvi cable shipped to site (B)(4) 2014. No parts have been returned to manufacturer for analysis. These is no indication replacement parts were needed or used. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.